Manufacturer narrative:
(B)(4). Manufacturing dates: 02/20/2015 - 02/27/2015. The device was received for evaluation. The sample received a visual inspection, in which iodine was detected on the minicap sponge. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a minicap with inadequate iodine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.